Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they have not used or charged my device in 6 years. Patient reported they are in need of an MRI and has not had any luck getting it to charge when they turn on the device charger thing. Patient stated they get a I in a circle. Patient stated they believe they need a new charging device. Pt stated that they attempted to charge their ins after not using it for about 5 years and was unable to charge the ins. Agent suspects possible over discharge. Pt also stated that they felt a "tinge"/unexpected stimulation when attempting to charge the ins so they stopped trying. Pt explained that they have not used their spinal cord stimulation device or turned it on in 5 years because they moved to south carolina and the closest representative or doctor that could service them was 3 hours away. Patient stated that they are now in need of an MRI of their shoulder and inquired on how to proceed with an MRI. Agent reviewed the use of the MRI eligibility form and redirected pt to their hcp. The patient was redirected to their healthcare provider to further address the issue. Pt called in and reported that she received an email from her hcp saying she needs the doctor and the rep to sign off on an MRI eligibility form. Agent reviewed the pt can meet with hcp to recover ins from overdischarge or can have the form filled out for their arm scan. .